Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) regarding the cause of the "golf ball" and csf leak. Eight days after the revision (mfg. Report# 3004209178-2015-12778), a bulge was noted at the wound, which began to leak csf. This necessitated the removal of the intrathecal catheter, pump, and "over sewing" of the csf leak (performed by neurosurgeon). The plan was to put the patient on oral medication and decide the necessity of pump replacement.

Event description:
The consumer reported she developed a cerebrospinal fluid (csf) leak after a revision on (B)(6) 2015. A golf ball on the spine developed, which was not there "24 hours prior". Immediately, the patient went to a facility and was started on vancomycin. The following day, the healthcare provider (hcp) hospitalized the patient and hcps concurred that it was a spinal fluid leak. The bed was soaked from fluid. The patient was immediately taken to the operating room on (B)(6) 2015 and the hcp discovered and repaired 3 csf leaks. Because the leak was significant (the entire bed was wet from fluid), the neurosurgeon was very concerned about infection and removed the pump entirely. Based on the hcps expertise, it was not worth fighting any potential infection, thus leaving the pump in was too risky. Additionally, the pump was due to be replaced between 2016 to 2017. A 14 day course of vancomycin and azactam was completed, and the plan was to wait at least 2 weeks, before reinserting a new pump. The drug delivered via the device system was unknown. The patient's medical history was noted as non-malignant pain and rsd/causalgia-complex regional pain syndrome. If additional information is provided, a follow-up will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).